Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm compromised forced sensor system alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 175mg/dl. Customer stated the device had no reportable damage. No symptoms or treatment at time of incident. Trouble shooting occurred but did not solve the problem. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.